Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the patient had a xience v and promus drug eluting stent implanted on (B) (6) 2008. The patient was an elective participant at a promus/cypher center. There was no report of any problems during the procedure and the patient was discharged on (B) (6) 2008. The patient was discharged on dual anti-platelet therapy (asa and clopidogrel). No angina was reported at the time of discharge. Subsequently, the 6-month follow-up was not done due to the patients death on (B) (6) 2008. Reportedly, the registry stent was not involved and the cause of death was unknown. No target lesion revascularization (tvr)/reintervention was reported from the time of the index procedure. It is unknown if the subject was taking the anti-platelet medication at the time of the death or not. The patient died in a nursing home; no autopsy was performed. The information provided by the physician at the nursing home is that the patient's death is due to cardiac arrest. The death seems to be linked to and arterial ulcer of the right leg; however, the site doesn't know if it is linked to the stent. No additional event or patient information is available.